Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has an electrical test failure 50 error.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: d1, d4(catalog, model, UDI). Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and pcb motor controller board was tested on the device. It was determined that the pcb motor controls board was defective. The part needs to be replaced. It was seen that safety disk part was also due for replacement. The device is not suitable for clinical use. An offer has been sent for the repair to the customer and fse is waiting for approval from the hospital. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: device evaluated however repair status unknown.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check before use, the cs300 intra-aortic balloon pump (iabp) unit has an electrical test failure 50 error. There was no patient involved.